Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821, lot #: unknown, ubd: unknown, UDI #: unknown. No products have been returned to medtronic for analysis. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 (B)(4) medtronic received information regarding a navigation system. It was reported that the site's system noted "localizer faulted" upon boot up when they went to load patient exams. This was reported outside of a procedure. There was no patient involved.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. It was reported that the position sensor unit (psu) was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The psu was returned to the manufacturer for analysis. A check of the event log showed intermittent low illuminator current from nov 2020, and intermittent firmware incompatibility also from nov 2020. There were also erroneously dated messages for low battery voltage, bump detected, and storage temperature exceeded. Otherwise, the psu passed an accuracy test (aak) at .18 mm with a passing threshold of .25 mm. Root cause: illuminator current out of range. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.